Event description:
It was reported that the support arm got disengaged from the rail of the mobile cart and struck the pt, but, there was no pt harm. (B)(4).

Manufacturer narrative:
The part has been requested back for investigation but has not yet been received. (B)(4).